Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's right ventricular (rv) lead potentially contributed to complete vessel occlusion chronically by reducing venous return from the extremity. The rv lead was explanted and the old device was replaced by a leadless device. The patient was stable.